Manufacturer narrative:
The bench technician confirmed that the charging port was physically damaged. The front enclosure assembly was replaced to address the issue and the device was returned to full functionality. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a physically damaged charging port on the front enclosure assembly. The reported problem was confirmed. The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. This record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. Please consider this as an initial and final combination report as per concluded investigation. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the charging port of the device is physically damaged. No patient harm or injury have been reported.